Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.